Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue: the keypad is not working at all. All keypad buttons are unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the keypad rubber was undamaged. The pump powered on to a responsive keypad. The alleged issue could not be duplicated. Unrelated to the initial allegation, there was moisture corrosion on the pump's display screen and on the display circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.